Manufacturer narrative:
Device code:(B)(6) does not apply to this event if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was stated that the patient reported previous return of symptoms and checking ins and finding it off. Patient also reported current return of symptoms, checking ins and finding it off. Patient further stated that they were not feeling stim on all programs except program 3, but program 3 was causing toe cramps. Ins was checked with patient programmer (pp) and all 4 programs were tried. Best practice for using sync button and avoiding using stim off button were reviewed with the patient. Patient thought she might have used the stim off button a couple times. Patient was advised if desired patient can try a program where she was not feeling stim, patient can increase stim or see if that program addressed symptoms. Patient also reported she was getting up more during the night and had trouble emptying her bladder. Patient was advised to follow up with her healthcare professional (hcp) for the reported issues. No further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that nothing led up to the reported issues ,other than the change in symptoms. At which point patient went to adjust the program and found the device turned off. Which has happened on 2 other occasions. There was none steps taken to resolve the reported issues. The patient was told to call their doctor and they would have manufacturer call the patient. This was the 2 weeks and patient had not had a call yet. The patient will get up 3 times before 1 am to pee now while patient used to sleep through the night.